Event description:
It was reported that the customer had no delivery alarms on the insulin pump. Customer stated that during priming, the insulin shoots out. Customer's blood glucose level was 360 mg/dl. Customer did not contact their health care professional for their high blood glucose levels. Customer had symptoms of frequent urination and feeling sluggish. Customer stated that they had a back-up plan. Customer treated for their high blood glucose levels and changed their set. Customer was assisted with removing the reservoir and rewinding the pump. Customer will be sent a tubing clamp, so she can call back tomorrow to finish troubleshooting. Customer declined troubleshooting for the no delivery alarms. Customer will call back. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.